Manufacturer narrative:
The initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-2022-15157. The MFR number should have been fei-based with the 10-digit fei being 3003306248. Manufacturer's investigation conclusion: the centrimag 2nd generation console (serial #: (B)(6)) is being evaluated for the reported event of a s3 alarm. The centrimag 2nd generation console was returned for analysis and a log file was downloaded for review with events spanning approximately 4 days (12nov2022 ¿ 14nov2022, 30nov2022 per time stamp). Events occurring on 30nov2022 took place during testing at abbott. On 13nov2022 at 08:04 a ¿system alert: s3¿ activated which was triggered by the sub-fault ¿sf_lmc_motor_iic¿. This alarm was able to be muted and cleared but ultimately reactivated. The pump was stopped by user request at 08:26 and the system was shutdown at 08:27. There were no other notable events active in the log file. Pump operation was not affected. The centrimag 2nd generation console was returned for analysis to the service depot and was tested with the returned and associated motor and flow probe, and the reported event of the s3 was confirmed. The issue was isolated to the returned motor. The console functioned as intended. The console was functionally tested and passed all tests. The reported event was unable to be correlated to an issue with the returned console. The device history records were reviewed for the centrimag 2nd generation console (serial #: (B)(6)) and the console was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to interpret and troubleshoot all system alarms including s3 and f2 alarms. No further information was provided. The manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2022-15159

Manufacturer narrative:
No additional information has been provided. A supplemental report will submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2022-15161 and 2916596-2022-15159 it was reported that the centrimag alarmed for an s3 alarm. The console, motor, and flow probe were all exchanged. The patient was not harmed by the event.